Event description:
It was reported that the procedure was to treat a lesion in left anterior descending (lad) with 90% stenosis and moderate calcification, during post-deployment ivus examination, the 2.5x28mm xience prime stent was confirmed not to have been fully apposed to the vessel wall. A 3.0x8mm rx tenku dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 12-14 atmospheres. The 3.0x8mm rx tenku dilatation catheter was withdrawn from the patient anatomy without resistance. A 2.25x15mm dilatation catheter was used to further dilate the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: axess 6f spb3.5. Stent: 2.5x28mm xience prime. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prime referenced is being filed under a separate medwatch report #. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.